Event description:
It was reported the patient experienced ineffective stimulation. Diagnostics confirmed the drg lead with high impedance on contacts 1 and 4. As result, surgical intervention took place wherein the drg lead was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.